Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.

Event description:
The following information was provided by the initial reporter: material: 303191, batch#: 5105648. Rcc received a complaint via phone. Customer states that when the nurse was flushing her IV line with the 10ml posiflush, she started getting a plastic taste in her mouth. Shortly after that, she had a hard time breathing as she is allergic to plastic. Lot number: 5105648. Additional information received on 22-oct-2025: hi, thank you for the follow up. Date of occurrence on (B)(6) 2025. During the IV line flush process with the bd posiflush safe scrub product, I experienced the foul odor/taste in my pharyngeal area on the same side as the IV flush wich resulted in lung congestion requiring the use of my albuterol inhaler. I reported this experience to 2 nurses as well as the nurse manager who was on call. I experienced this several times on (B)(6) 2025 and refused further use of this bd product to flush my IV line.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.